Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.

Event description:
A battery depletion issue was reported which resulted in the pump not staying charged and shutting down more frequently, leading to high blood glucose levels. Further troubleshooting was declined by the customer, and no additional information about the blood glucose impact was available. The case was left open for battery review, as the patient was within warranty.